Event description:
Physician was performing a redo sternotomy, right femoral exploration, prolonged adhesiolysis, coronary artery bypass graft x2 with reverse saphenous vein from the aorta to the distal left anterior descending and reverse saphenous vein from the aorta to the posterior descending artery, right endoscopic vein harvest. The vasoview hemopro2 cautery would not function.